Manufacturer narrative:
Further evaluation determined that the most likely root cause for this type of failure was with the potted components such as transistors and semiconductors which may have been damaged during the reprocessing step at the user facility. However, it could not be excluded that the device had not been properly maintained and that the load applied on the was higher which affected the reliability of the product as more current absorption was required by the ecu causing its fault. The assignable root cause was still undetermined at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit did not function (no output). It was further determined that the device failed the following pre-tests: check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colirbi/sbd and colibri ii/sbd ii, check the function with electric pen drive (epd)-console and check power with test bench, min 67.5 to 110 w. It was noted in the service order that the device failed to work at all before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.